Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console had catheter restriction alarm and the waveform was abnormal. No harm or injury to the patient was reported.

Manufacturer narrative:
Additional reporter information: (B)(6), an ICU rn, (B)(6), an ICU rn. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint ID#: (B)(4).

Event description:
It was reported by the customer through emergency support program sensation plus 40cc had catheter restriction alarm and the waveform was abnormal. He had troubleshot the alarm by pressing the start button each time which resolved the alarm for a few minutes each time. He reported no blood, flakes or discoloration in the helium tubing and that all connections were secured, and no obvious restrictions. A screenshot of the iabp monitor revealed a possible kink as evidenced by the flattening of the balloon waveform peaks. No harm or injury to the patient was reported.

Manufacturer narrative:
Additional reporter information: (B)(6). Updated fields: b4, b5, d4 (lot #, UDI #, exp date), d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: d10, e1 (initial reporter). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.